Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported on (B)(6) 2025, the patient visited the outpatient clinic for PICC placement. The PICC nurse inserted a peripherally inserted central catheter (PICC) into the patient. Under ultrasound guidance, the placement proceeded smoothly. During flushing, the nurse observed fluid leakage from a section of the catheter near the skin puncture site. Due to its proximity to the puncture point, the catheter could not be salvaged. The nurse cut the catheter, advanced the guidewire through it, and subsequently removed the damaged catheter. A new catheter of the same specifications was then placed in the patient without recurrence of the issue. Observation of the patient revealed that their condition was essentially normal.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One video of a powerpicc was returned for evaluation. An initial visual observation of the video showed the device implanted into the patient with a clear liquid leaking from the tubing near the insertion site. No details of the leak site could be discerned in the video. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.